Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system was presented due to peripheral vascular disease. The patient was placed on a ventilator and subsequently became (B)(6) septic. The endocarditis resulted in the device system being explanted. No adverse patient effects were reported during the procedure.the patient remains hospitalized due to the peripheral vascular disease.